Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon mushroomed upon removal and caused discomfort to the patient.

Manufacturer narrative:
Received 1 used silicone foley catheter still attached to the urinary drainage bag only. Per visual evaluation a cuff roll was noted on the catheter balloon. The balloon was inflated with air and deflated after that a cuff roll was not formed. The balloon was introduced with 10ml of a mix of water and blue methylene with a syringe. The catheter was left for 3 minutes resting on a flat surface. Then balloon was then deflated by itself and a cuff roll was formed. A dimensional evaluation found that the catheter was within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The catheter was placed transurethrally and indwelling for approximately 13 hours. No sutures were used to anchor the catheter, however an adhesive anchor was placed on the patient's upper thigh to support the catheter. The patient allegedly experienced significant burning post catheter removal and was diagnosed with a urinary tract infection on (B)(6) 2015. The catheter was removed using aspiration with a 10 ml syringe; 8 ml of fluid was removed. The rn reported resistance when removal was attempted, so she tried to aspirate again, and 0 cc's were aspirated. Some resistance was met and the patient expressed extreme discomfort. The catheter was then removed from the patient. The rn stated that she noticed that the balloon had mushroomed immediately after the catheter was removed.